Manufacturer narrative:
This ra lead was eventually returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory, analysis confirmed the anode coil was fractured appropriately 30 cm from the terminal pin. The inner insulation appears to have compression type damage consistent with clavicle crush. The location of the fracture occurred in the suture area, and analysis determined this is likely due to suture fatigue.

Event description:
Additional information provided from the field indicates that this patient had lost consciousness prior to being admitted to the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to the field, the lead will not be returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The ra lead was also unable to deliver pacing although there was no asystole observed. Surgical intervention was performed and the ra lead was explanted where it was found to be fractured in two places. The ra lead is no longer in service and there were no additional adverse patient effects noted.